Manufacturer narrative:
The following devices were also listed in this report: 26 mm std v40 taper vit head; cat# 6260-5-126; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An even regarding revision for unspecified reasons involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant device history review: not performed as the lot information provided was invalid. Complaint history review: not performed as the lot information provided was invalid. Conclusion: the event cannot be confirmed as insufficient information was provided. Further information such as the reason for the revision surgery, product details, return of the device, pre- and post-operative x-rays. Operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
A revision usage sheet was provided with notes that a patient's left hemi hip was revised to a total hip. A bipolar component and femoral head were removed, and a shell with 3 screws, mdm/adm liner construct, and v40 femoral head were implanted.